Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during basal, bolus, fixed prime. Customer's blood glucose reading was 172 mg/dl. Troubleshooting was done. Customer reports insulin exits with the manual prime. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.